Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/05/2019.

Event description:
It was reported that the touchscreen was unresponsive. The facility biomedical engineer attempted to calibrate the unit and the unit and declared a "no touch" failure message. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 05 november 2019. Date of this report: 14 november 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined.